Event description:
It was reported that the direct stent procedure was to treat a de novo lesion in the distal rca, with no tortuosity. After the penta stent was deployed, the stent delivery system (sds) could not be removed. The mid portion of the stent did not seem to be fully expanded. Inflation and deflation of the balloon was repeated and the sds was advanced and retracted, but still it could not be removed. The guiding catheter was deeply inserted to the location of the stent, but the sds could not be removed, so the balloon was pressurized to 14 atm and the part of the stent that had not expanded opened easily and the sds was removed. At the time of the guiding catheter's deep engagement, a dissection occurred and was treated with another company's stent.